Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by clicking resume insulin and continued insulin delivery without needing additional assistance.